Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie was stuck on the cabinet. A technical support specialist advised the customer to check the cubie while releasing via tester and the cubie was able to open. The customer brought the admin as witness and performed cycle count and able to get the cubie to open. The technical support specialist confirmed that the issue had been resolved along with the admin. The system functioned as intended after the technical support service inspected the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux cubie was stuck and unable to dispense item from the cabinet. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.